Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: approximately 10 years following a c5-t1 anterior cervical fusion, the patient presented with swallowing difficulties and sharp pain. MRI imaging showed the plate and screws to be sitting proud of the patient¿s anatomy. A revision surgery was performed to remove the construct and repair a torn esophagus. The 3 level/51mm vectra plate (04.613.251) is a component of the vectra system which is intended for anterior plate and screw fixation of the cervical spine (c2-c7). The plates feature wishbone clips which interact with a grove in the system¿s screws in order to lock them to the plate and prevent back-out. The returned plate (04.613.251) and screws (04.613.516 x8) were examined and no defects or deficiencies were identified which may have contributed to the complaint condition of screw migration/back out. Minor wear and discoloration were noted consistent with implantation/explantation. As no damage potentially related to the complaint condition was noted on the returned devices, the complaint condition is unable to be confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown. This report is for eight (8) unknown vectra screws. Partial part number is 04.613.5xx. Lot number(s) and complete part number(s) were not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. Date of implant is unknown and was reported only as an unknown date in 2006. The subject devices are expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 to explant, a vectra plate and eight (8) unknown self-drilling vectra screws. The surgeons believe that the screws and plate caused the tear in the patient¿s esophagus due to post-operative migration. The original procedure, an anterior cervical fusion from levels c5-t1, was performed on an unknown date in 2006. On an unknown date post-operatively, the patient complained of swallowing difficulties and sharp pain. Magnetic resonance imaging (MRI) on an unknown date showed the plate and screws sitting proud due to apparent loosening/migration. During the revision surgery the complained plate and screws were successfully removed intact. The procedure was successfully completed without any surgical delay. Additionally, it was reported that ears, nose, and throat (ent) surgeons were in the operating room as well to repair the esophageal tear. This report is for eight (8) unknown vectra screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.